Event description:
Starion issued (B)(4) and inside the box were three additional tls3 instruments. This device had silicone boots missing. (B)(6) was contacted for additional details regarding this failure. Because silicone boots from jaws was apparent on returned device this is being reported as possible fragments released in patient. Expected use was during laparoscopy cholecystectomy.

Manufacturer narrative:
Portion of silicone boot is missing, confirming this complaint. When device was plugged into power supply it activated normally and power supply emitted the proper tones. Workmanship was satisfactory. No related cosmetic abnormalities were observed. Visual exam showed section of right jaw boot missing. Cut observed would be cut produced by sharp edge. Cut was most likely caused by the cannula edge during retraction of the device from laparoscopy use.